Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory analysis determined that this device experienced normal battery depletion, but reached ert earlier than previously estimated due to a change in battery current consumption. In some circumstances, this change may also cause a revision of the point in battery life at which the device will declare ert in order to ensure 3 months of battery life between ert and eol. This ert declaration point and associated estimate of time to ert depend on device operating current and battery depletion to date. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the ert declaration point. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Event description:
Boston scientific received information that the trans telephonic monitor (ttm) displayed a magnet response which indicated that the device had reached its elective replacement time (ert), however the in-office device interrogation showed ert was actually declared on a different day. Subsequent information received from the boston scientific sales representative (sr) noted that the dates of the events were different than what was originally reported. Electrogram printouts from the sr showed that the ttm displayed a magnet rate of 100 ppm (indicating beginning of life). An in office check 19 days later also noted a magnet rate of 100 ppm along with one and a half years remaining longevity. The electrogram printouts also showed that the ventricle amplitude and pulse width had increased. An in-office interrogation two weeks later noted a battery status of ert that had been declared thirteen days earlier. Subsequently the pacemaker was explanted for normal battery depletion. No adverse patient effects were reported.